Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information about the event was requested, but not made available. If additional information is received, an additional supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the device recognition and scope communication issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source did not recognize the series 190 scope and error b30 (scope communication error) was observed. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.